Event description:
It was reported during a lead revision procedure; the right ventricular (rv) lead was capped and replaced on (B)(6) 2017 due to bipolar fracture and pending unipolar fracture. The patient condition was stable before and after the procedure.